Event description:
Event description boston scientific, crm received information that the patient with this pacemaker experienced two syncopal episodes. A holter monitor stored an episode with a 2 second pause in pacing, and the patient also passed out at the follow-up when he took a deep breath. The holter monitor strip was reviewed by a boston scientific technical services (ts) consultant and an engineer. They noted that this pause in pacing was likely due to right ventricular (rv) oversensing or loss of capture, but this could not be definitively confirmed. The sales representative was unsuccessful in trying to recreate the oversensing and pause in pacing. Ts recommended increasing the rv sensitivity as well as increasing the rv output. There was noted to be no inappropriate sensing or noise on the stored electrograms (egms).